Event description:
A (B)(6) female patient called zoll customer support to report that her monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. Upon evaluation the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.